Event description:
It was reported the gastrointestinal videoscope tested positive on (B)(6) 2025, for 100 colony forming units (cfus) of pseudomonas aeruginosa and alcaligenes faecalis, all channels were sampled. The device was tested on (B)(6) 2025, and it tested positive for 48 cfus and 2cfus of alcaligenes faecalis, air-water channel and the suction duct. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Updated fields: d9 date returned to mfg, h3, h6 and h11. Corrected field: correction to b5 of the initial report (it should be <100cfu). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 12 cfu, bacterial identification: gram-positive bacilli. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: 11 cfu, bacterial identification: micrococcus luteus/lylae, staphylococcus saprophyticus. Sampling from: aspiration channel, cfu: 1 cfu, bacterial identification: micrococcus luteus/lylae. Sampling from: air/water channel, cfu: 78 cfu, bacterial identification: moraxella sp, staphylococcus pettenkoferi, micrococcus luteus/lylae. Sampling from: waterjet channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: <1 cfu, bacterial identification: n/a. Sampling from: aspiration channel, cfu: <1 cfu, bacterial identification: n/a. Sampling from: air/water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling from: waterjet channel, cfu: 1 cfu, bacterial identification: kocuria rhizophila. Based on the results of the investigation, the reported event was confirmed, and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.